Event description:
A malfunction with code malf 12 was reported, though no notable events occurred prior to the issue. There was no reported impact on the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction did not recur. The customer continued using the pump.